Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm) the devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving the needed stimulation. It was determined that the leads had high impedances. It was unsure if there was malfunction with the leads but the physician believed that there was possibly a connection error with the splitters. The patient underwent a replacement of the leads and splitters. The patient was reportedly doing well postoperatively.